Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer replaced the ECG lead sets and trunk cable. A philips field engineer went onsite and evaluated the device. The issue could not be duplicated. The status log and summaries were examined with no issues or errors. The device was returned to svc. The issue was unable to be reproduced, therefore we are unable to determine the cause the malfunction.